Event description:
On 2025-jan-06 a rep reported they were first made aware that the pt was getting shocked on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced occasional shocks, with incidents occurring on (B)(6), (B)(6) (six times consecutively), (B)(6), and (B)(6). The patient reported that their communicator malfunctioned, resulting in the patient being "fried" at an intensity level of 10 over a weekend. The patient expressed concerns about being shocked even when the battery was depleted and reported a lack of support and follow-up from representatives. The patient let the battery deplete. The patient expressed a desire to have the implant removed due to ongoing issues. Troubleshooting steps included reprogramming the device and replacing the communicator. The patient was redirected to their healthcare provider for further assistance. On (B)(6) 2024 the rep reported the patient previously contacted the rep regarding a "shock" but this was later determined to be overstimulation due to positional change. Patient had previous complaint regarding the implant not covering their pain. The rep did note they were made aware of new shocking on (B)(6) 2024 that was not due to overstim due to positional change. The rep noted the patient liked to increase their intensity. The cause of the new shocking has not yet been determined. Rep learned from the patient on (B)(6) 2024 that their healthcare provider (hcp) is doing fluoro imaging to see if the leads moved. The cause is currently unknown and the issue not resolved.